Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-10322. It was reported that the pacemaker was explanted for an unknown indication and the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
New information noted that the patient presented remotely via merlin.net.